Manufacturer narrative:
Correction/removal number (2020 reports): 3012642695-02/19/21-002-c. This is report 17 of 32 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual symptomatic patient. Confirmatory testing of the patient via polymerase chain reaction (pcr) testing was inconclusive. Lot 5000305 has been placed into quarantine due to observations of a higher potential for false positive results. A root cause analysis and corrective/preventive action plan are pending completion.

Event description:
This is report 17 of 32 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual symptomatic patient.